Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown gmrs axel small. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.

Event description:
The sales representative reported that on (B)(6) 2015 the surgeon undertook a distal femoral replacement using gmrs components in a female patient with an approximate age of 90 years. The sales rep. Reported that he reviewed the prosthesis book on (B)(6) upon his return from annual leave and he noticed that the entry for this case indicated that the surgeon had implanted a standard size femoral component with a small size axel and bushings. During the procedure, theatre staff allegedly opened the small size axel and bushings and then showed these to the surgeon who ok'd them prior to implantation. At the time of implantation, the surgeon was allegedly unaware that components of two different sizes had been implanted. Surgery was completed successfully on the day without the surgeon's knowledge that the femoral component and the axel were allegedly not the same size. Upon discovery of this reported discrepancy, the sales rep immediately informed the surgeon and outlined that in such cases the potential exists for accelerated wear. The surgeon took a decision at the point he was informed simply to monitor the patient and this decision was based on the age and also the activity level of the patient.

Manufacturer narrative:
An event regarding off-label use of gmrs components involving gmrs small axle was reported. Conclusion: both the IFU and the surgical literature indicate to check for compatibility between the gmrs distal femoral components and the mating mrh components. In the surgical protocol it is stated that if the small distal femoral component is selected, the small femoral bushings and the small axle must be used. The compatibility matrix chart indicates which bushings and axle to use with the small and the standard distal femoral components respectively. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The sales representative reported that on (B)(6) 2015 the surgeon undertook a distal femoral replacement using gmrs components in a female patient with an approximate age of (B)(6) years. The sales rep. Reported that he reviewed the prosthesis book on (B)(6) upon his return from annual leave and he noticed that the entry for this case indicated that the surgeon had implanted a standard size femoral component with a small size axle and bushings. During the procedure, theatre staff allegedly opened the small size axle and bushings and then showed these to the surgeon who ok'd them prior to implantatation. At the time of implantation, the surgeon was allegedly unaware that components of two different sizes had been implanted. Surgery was completed successfully on the day without the surgeon's knowledge that the femoral component and the axle were allegedly not the same size. Upon discovery of this reported discrepancy, the sales rep immediately informed the surgeon and outlined that in such cases the potential exists for accelerated wear. The surgeon took a decision at the point he was informed simply to monitor the patient and this decision was based on the age and also the activity level of the patient.